Event description:
It was reported that the sterile packaging of the radiofrequency (rf) wire was ripped. During preparation for an ablation procedure to treat atrial fibrillation a versacross connect access solution for faradrive was selected for use. Upon opening the box for the device, it was discovered that the sterile packaging was ripped. The rf wire was replaced and the procedure was completed. No patient complications were reported.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. When any further relevant information is obtained, a supplemental medwatch will be filed.